Manufacturer narrative:
Pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. (B)(4).

Event description:
Information received by med information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that drive support cap was normal, insulin pump was not exposed to a high magnetic field and declined motor position encoder error alert. Customer was able to clear the alarm and rewound the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.